Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a tear. Distal tip of the soft cannula was manually occluded. Fluid was observed exiting the tear during a leak test. Due to the leak on the unexposed portion of the soft cannula, the full fluid pathway could not be properly tested. Therefore, the cause of the reported leaking during wear could not be conclusively determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 4.09 g/l (409 mg/dl) while wearing the pod. Insulin was noticed to be leaking out. A manual insulin injection of 5 units was administered to treat the hyperglycemia and a new pod was applied.